Event description:
The customer reported that the system had an intermittent loss of image on the left monitor and then would shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord and the power supply were replaced. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.